Manufacturer narrative:
The service representative examined the analyzer but was unable to determine a single definitive cause of the falsely depressed results. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of the product monitoring review scorecard found no trends of the alinity system with regards of the to the current issue. A review of historical data found no non-conformances related to the current complaint. A review of tracking and trending did not identify any trends. Labeling was reviewed and provides adequate information regarding the troubleshooting of the observed issue erratic/discrepant results. Based the investigation, no systemic issue or deficiency of the alinity c processing module for serial number (B)(6) was identified. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
Additional information in section d8 corrected information in section a1 patient identifier.

Manufacturer narrative:
Corrected information in h6 medical device problem code.

Event description:
The customer observed falsely depressed potassium and chloride results generated on the alinity c processing module not reported out of the lab for a female patient with date of birth (B)(6), sid: (B)(6), potassium initial result 7.0, repeat results = 7.0, 4.5, chloride initial result 106, repeat results = 106, 68 (potassium package insert approximate reference (normal) range: 3.5 to 5.1 mmol/l), a (chloride package insert approximate reference (normal) range: 98 to 107 mmol/l). There was no treatment provided as a result of the event. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.